Event description:
It was reported that the pt experienced a loss of therapeutic effect and no symptom relief. The lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. The company rep confirmed that the pt's physician decided to revise the pt's device. Further info has been requested from the healthcare provider.